Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The concentric and the de novo target lesion contained >=90 degree bend and was located in the mildly tortuous and mildly calcified left anterior descending artery. A 24 x 3.00mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the proximal stent edge flared. A new stent was used and successfully completed the procedure. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: promus premier ous mr 3.00 x 24mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified proximal stent damage. The first proximal strut row was lifted and bent in a distal direction. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the device revealed multiple hypotube kinks. An examination of the inner and outer shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The concentric and the de novo target lesion contained >=90 degree bend and was located in the mildly tortuous and mildly calcified left anterior descending artery. A 24 x 3.00mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the proximal stent edge flared. A new stent was used and successfully completed the procedure. No patient complications were reported and the patient's status was stable.